Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of a flogard infusion pump with an "air in line alarm" was confirmed in sample evaluation task. The cause was due to air in line sensors out of calibration. Service recalibrated air sensors to resolve the reported problem.

Event description:
The customer reported a flogard pump presented the alarm afg. 011 air in line. It is unknown if this event occurred during patient use. There was no report of patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.